Event description:
It was reported the patient received the following results within 15 minutes: 220 mg/dl (system 1) and 83 mg/dl (system 2). The same test strip lot number was used with both meters and results.